Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('seizures') in an adult female patient who had essure (batch no. 027081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, adenoidectomy, gallbladder operation and cesarean section. Concurrent conditions included overweight, irregular menstrual cycle, endometriosis, kidney stones, polymenorrhoea and perineal pain. Concomitant products included alprazolam (xanax) since 2018, fluoxetine hydrochloride (prozac) since 2018, lithium since 2018 and valproate semisodium (depakote) since 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric"), rash ("rashes"), skin disorder ("skin conditions"), urinary tract infection ("urinary oe bladder problems or changes uti"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), breast pain ("breast pain"), back pain ("back pain"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, breast pain and back pain had resolved and the genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, mental disorder, rash, skin disorder, urinary tract infection, tooth disorder, dyspareunia, visual impairment, fatigue, weight decreased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, rash, seizure, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram on an unknown date: I don't recall being told there were any problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Previously reported event "injury" is replaced with " pelvic pain", events"abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric, rashes, skin conditions, uti, migraines / headaches, dental problems, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), breast pain, back pain, vision/eye problems, fatigue, weight loss, gastrointestinal or digestive system condition, hair loss", medical history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('seizures') in an adult female patient who had essure (batch no. 027081-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, adenoidectomy, gallbladder operation and cesarean section. Concurrent conditions included overweight, irregular menstrual cycle, endometriosis, kidney stones, polymenorrhoea and perineal pain. Concomitant products included alprazolam (xanax) since 2018, fluoxetine hydrochloride (prozac) since 2018, lithium since 2018 and valproate semisodium (depakote) since 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric"), rash ("rashes"), skin disorder ("skin conditions"), urinary tract infection ("urinary oe bladder problems or changes uti"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), breast pain ("breast pain"), back pain ("back pain"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, breast pain and back pain had resolved and the genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, mental disorder, rash, skin disorder, urinary tract infection, tooth disorder, dyspareunia, visual impairment, fatigue, weight decreased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered alopecia, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, rash, seizure, skin disorder, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: I don't recall being told there were any problems. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, lot number reported ( 027081 ) is invalid. Most recent follow-up information incorporated above includes: on 18-sep-2019: update of information (batch number is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('seizures') in an adult female patient who had essure (batch no. 027081-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, adenoidectomy, gallbladder operation and cesarean section. Concurrent conditions included overweight, irregular menstrual cycle, endometriosis, kidney stones, polymenorrhoea and perineal pain. Concomitant products included alprazolam (xanax) since 2018, fluoxetine hydrochloride (prozac) since 2018, lithium since 2018 and valproate semisodium (depakote) since 2018. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric"), rash ("rashes/ rash or skin condition"), skin disorder ("skin conditions"), urinary tract infection ("urinary oe bladder problems or changes uti"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), breast pain ("breast pain"), back pain ("back pain"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), cardiac disorder ("heart disorder"), blood disorder ("blood disorder"), metrorrhagia ("metrorrhagia"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary tract probs") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and hormone level abnormal ("hormone changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, breast pain and back pain had resolved and the genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, mental disorder, rash, skin disorder, urinary tract infection, tooth disorder, dyspareunia, visual impairment, fatigue, weight decreased, gastrointestinal disorder, alopecia, cardiac disorder, blood disorder, metrorrhagia, bladder disorder, urinary tract disorder, hormone level abnormal and nausea outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, blood disorder, breast pain, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, seizure, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: no problems were reported. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; confirming- pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: heart disorder, blood disorder, metrorrhagia, bladder probs., urinary tract probs, hormone changes and nausea were newly added. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.